Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 30 mg/dl and had a seizure. The contact thought that the customer may have overcorrected via bolus. The customer went to the hospital and after disconnecting from the pump, was treated with glucagon. Upon resuming insulin delivery, bg elevated (615 mg/dl) and the cause was not known. The customer was treated with intravenous insulin. At the time of the report, the customer had not yet been discharged. Although multiple attempts were made by tandem technical support for additional information, the customer did not reply.